Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity blood set was leaking. The following information was received by the initial reporter with the following verbatim. "From rn: blood tubing primed with normal saline bag. After spiking blood product and opening roller clamp I noticed blood leaking from bifurcation above the filter. I reclamped the blood portion and replaced the tubing with gravity hand pump tubing without incident. ~10-20 cc of blood was lost to floor and defective tubing. "

Manufacturer narrative:
It was reported that there was a leak above the filter. One sample model 42081e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from one of the tubing ports above the filter. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of leak between tubing and blood drip chamber could be related to an incorrect solvent application by the assembler. The sku reported on this complaint will be manufactured at a different location. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.